Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent moved on a balloon. The 90% stenosed lesion was located in the severely tortuous and calcified left common iliac artery (cia). Another manufacturer's introducer sheath was inserted in the left brachium. Another manufacturer's guide wire was advanced to the lesion and the lesion was predilated with another manufacturer's balloon. The express vascular ld 8.0x40mm stent was advanced and unable to cross the lesion. The lesion was dilated again with another manufacturer's balloon. Resistance was felt when the device was removed and the catheter got stuck at the proximal part of the introducer sheath. It was observed after the device was removed that the stent had moved on the balloon. The procedure was completed with and express ld 8x17mm stent and an express ld 8x27mm stent. No patient complications were reported. The patient's status is reported as "good." This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).